Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified pump alarm occurred. Customer experienced a blood glucose (bg) level of 600 mg/dl and ketones resulting in an emergency room (ER) visit. Customer received fluids as treatment. Customer was released from the ER later on in the day with a bg level of 200 mg/dl.